Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away due to complications of advanced cardiomyopathy, thrombosed mechanical mitral prosthesis and multi-system organ failure. Additional information was not provided.

Manufacturer narrative:
Section h6: health effect - clinical code (4580): multiple organ dysfunction syndrome (3261). Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure, thrombosed mechanical mitral prosthesis, and patient outcome could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Multiple organ failures, arterial non-central nervous system/venous thromboembolism, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.